Event description:
It was reported that during a circumflex interventional procedure, during pre-dilatation, a nc trek balloon delivery catheter (bdc) was advanced without any resistance and the proximal shaft at the hub separated into two pieces outside they patients' anatomy. There was no difficulty removing the proximal or distal piece of the nc trek bdc. Another nc trek was used for the procedure successfully. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.